Manufacturer narrative:
No conclusion code available. The anomaly observed in the field was confirmed in the laboratory. Communication could not be established between the device and the programmer via radio frequency (rf) telemetry. The cause was traced to the state of the rf firmware. The cause of the event could not be conclusively determined.

Event description:
During a replacement procedure, the new device could not be interrogated. The physician elected to use a different device. The patient's condition following the procedure was stable.